Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. The return tube was cracked. Functional testing performed. The customer's complaint of "heating continuously and setting off the over temp alarm" was not verified. Ran the device for 1hr, no alarm. Return tube and membrane switch were replaced per remediation. The device passed the functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was heating continuously and setting off the overtemperature alarm. There was no patient involvement.